Manufacturer narrative:
Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold involving batteries (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation under to evaluate communication errors between the controller and batteries. This is report one of three reports (3007042319-2015-04047, 04048, 04049) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of three reports (3007042319-2015-04047, 04048, 04049) submitted for devices related to the same event.

Event description:
It was reported that during a routine clinic visits the patient complaint that when these three batteries were attached to the controller; they would have three green bars and would switch to the other battery. The batteries were exchanged with no effect on the patient. Investigation is ongoing.